Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse evaluated ultrasonics and found the low voltage was in range, but the high voltage was high at 220 vac and adjusted the high voltage to 197 vac. The fse then rechecked and readjusted the voltage setting twice more before determining the board was malfunctioning. The fse replaced the ultrasonics pcb (printed circuit board). After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the ultrasonics pcb.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for five (5) patients. The samples for patients one (1) and three (3) through five (5) were reanalyzed on both the original access 2 immunoassay system and an alternate access 2 immunoassay system (serial number (B)(4)). The sample for patient two (2) was only reanalyzed on the alternate access 2 immunoassay system. Other than one (1) result which was higher than the original result (for patient one (1) on the original access 2 immunoassay system) all patient results obtained were lower and either still above the assay's normal reference range or within the assay's normal reference range. At least two of the original elevated results were reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. A precision run performed by the customer with level 1 accutni+3 did not recover within published performance specifications. The patients' samples were collected in rapid serum separating tubes and were centrifuged for five (5) minutes at 3000 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.